Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr hemostatic sheath and arteriotomy locator were returned for evaluation. Visual inspection revealed that the two components were found properly mated. There were no gross visual anomalies noted when the two components were properly mated. To further analyze the devices, the hemostatic sheath and arteriotomy locator were disconnected and the hub of the arteriotomy locator was analyzed under microscopy. There was noted flash at the hub/ tubing junction of the arteriotomy locator. The flash was measured and confirmed to meet manufacturer specification. The cylinder where the hemostatic sheath sits when the two components are mated the distal ridge appeared rounded present with a limited distinction between the distal ridge and the indentation where the hemostatic sheath hub would sit. The hemostatic sheath was then analyzed for any anomalies. No anomalies were found. Function testing was conducted. The arteriotomy locator was inserted in the hemostatic sheath. When the two components were completely mated, an audible click was heard and a tactile click felt. As an indicator for proper insertion, the blood inlet holes were properly aligned. The two components were then uncoupled and proper resistance was experienced to the dislodgement of the arteriotomy locator. The IFU states: insert the arteriotomy locator into the angioseal insertion sheath making sure the two pieces snap together securely." The allegation that the two components would not click was unable to be confirmed as an audible click was heard in addition to a tactile click when the device was assembled. The presence of the flash on the arteriotomy locator hub likely did not contribute to the reported issue as it was within specification. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find one other report with the involved product code/lot# combination.

Event description:
The user facility reported that the angioseal device would not click together properly while prepping on the back table. It was reported that a new device was used and that it worked properly. This event was discovered during pre-treatment.